Manufacturer narrative:
Review of images shows a long construct with rod extension in the area of l1-l5. The connection is vertical rod to rod. There are no cross connectors. Each side of the construct, two rods are broken below the connection in the area of l2. A vbr cage was placed at the same level where the rods broke. No conclusion can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches, or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.

Event description:
Instrumentation was done for degenerative scoliosis with expedium system. After the surgery, the rod broke. Another fixation between l1-l5 was done and the rods were replaced. After the surgery, the rods broke again, and the pt had pain. Another surgery is going to be performed in the future. As surgical intervention occurred, an MDR is filed to document this event.